Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 wherein the pocket was revised. Stimulation was restored following the procedure.